Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer stated that she went to dial up her insulin, but when she inputted her blood glucose level, it kept scrolling. Customer changed the batteries and then received a battery failed alert. Customer tried other batteries. Customer was trying to input bolus when the numbers kept ramping up. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump alarmed for a failed battery test due to a corroded battery cap contact. No number anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).